Event description:
Ventricular pacemaker cable bent at black connection, cable fractured, pt was asystolic x 2. CPR was performed. Physician at bedside, cable replaced. Pt stabilized. Diagnosis or reason for use: external pacing. Event abated after use stopped or dose reduced?: yes.